Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became pixelated and unreadable, after which the user transitioned to manual insulin therapy and requested a replacement. Symptoms included hyperglycemia, with a highest self-reported blood glucose of 200 mg/dl and approximately one hour above 180 mg/dl, without ketone testing, medical intervention, or need for assistance. Outcomes included temporary device interruption and user-initiated use of backup therapy. Investigation included complaint intake and replacement processing consistent with a screen visibility hardware malfunction without device alerts. Investigation of this case revealed a display malfunction affecting screen visibility that impaired usability but did not lead to hospitalization or other serious clinical consequences. It was concluded, based on previously established findings for similar reports, that the cause was a device display failure consistent with component malfunction.